Event description:
Note: date of event is unk. It was reported to boston scientific corp in 2008 that a maxforce biliary balloon was used during an endoscopic papillary balloon dilation (epbd) procedure. According to the complainant, when attempting to remove the air from the balloon, air was unable to be removed. The physician attempted to inflate the balloon, and noted it was not inflated fully. The procedure was completed with another maxforce biliary balloon dilator. No pt complications were reported as a result of this event, and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the cause of the reported malfunction is currently undetermined as the evaluation has not been completed. The june 2008, 15-month maxforce biliary product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.